Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, and although we could not specify the root cause of the suggested event, it is likely the defect was caused by a bad electrical connection that occurred due to accumulated electrical stress applied to the electrical circuit boards and mounted parts in the video connector by energizing, over current. This may have accidentally occurred by static electricity or attachment/detachment while the system was turned on. Subsequently, signal output became unstable which led to breakage of circuit boards of the video connector. The over current may have been due to attachment/detachment while the system was turned on, over current of other instruments, and electrical wire, dust and moisture adhered to electrical contacts at the system and the connector. The event can be detected by following the instructions for use which state: operation manual chapter 3 preparation and inspection 3.8 inspection of the endoscopic system. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the deflectable videoscope exhibited a green image. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.